Manufacturer narrative:
(B)(4). Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 9337429. Customer states that when removing the shield, the needle with the shied was separated from the hub. The returned syringe was tested and the shield was able to be removed from the barrel without any observed defects. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 12th related complaint for needle hub separates on lot # 9337429. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the hub."